Manufacturer narrative:
The physician did not prepare the balloon prior to use, per the IFU; other than flushing the wire lumen, he did not inflate/deflate the balloon prior to use. These initial steps are required per the IFU section "preparation for use" which details how to prepare the balloon, to remove air, and test for leakage and additionally notes: all air must be removed from the balloon and displaced by the contrast mixture prior to inserting into vascular sys (repeat steps 4a through 4f as necessary); otherwise complications may occur. Further, f/u to the incident occurred and the physician stated that vessel damage was not visualized only that flaring of the introducer was seen and thought to have been caused by the catheter device; he stated that the flap might have been previously present and the trauma to the vessel might be due to the flaring of the introducer. Finally, the physician did not follow the steps for removal of the device and introducer assembly when initial resistance occurs. The IFU clearly states in the "balloon catheter operation" section item 6: cautionary statement as follows: "caution: if resistance met during the catheter withdrawal through the sheath, slightly advance the shaft into the introducer, slightly advance the pulling knob toward the handle grip, and re-attempt to withdraw. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit." The physician did not perform the initial step of advancing the shaft into the introducer and slightly advancing the pulling knob portions of the section of the IFU.

Event description:
The physician reported that he was unable to remove the catheter and that he encountered resistance when trying to draw the catheter device back into the sheath. As a result, the tip/end of the introducer sheath became deformed. The device and the sheath were eventually removed together. Pt. Presented later that evening with pain & a cold leg. Angiography was performed and demonstrated no flow in vessel. Thrombolysis of clot followed to restore flow and demonstrate ivus questionable flap in vessel. Flap treated with a stent, the pt went home with good distal pulses. The second procedure may be related to proteus balloon trapped in sheath. The physician stated that he did not prepare the balloon per the instructions for use, other than flushing the wire lumen (he did not inflate/deflate the balloon prior to use). F/u details provided by the physician also indicate that IFU steps were not followed during removal of the device when resistance was encountered.